Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. The 21 fr endoaortic return cannula was placed in the femoral artery without difficulty using direct cutdown and seldinger technique. The tip of the endoaortic clamp catheter was placed in the ascending aorta using transesophageal echocardiography for guidance. After initiating cardiopulmonary bypass, the endo aortic clamp balloon was partially inflated with 15 cc of volume while maintaining tension on the endo aortic clamp shaft.the balloon seemed close to the aortic valve so additional tension was placed on the shaft. The "tee" probe was repositioned. An additional 15cc was added to the endo aortic clamp balloon and the balloon pressure rose to 500 mm hg. At that moment, a hematoma appeared on the aorta, indicating a dissection had occurred. A stemotomy was performed and the aorta repaired using graft material. A tear was seen at the proximal junction of the brachiocephalic artery with the aorta and on the opposite wall of the brachiocephalic artery takeoff. The operation was completed. The pt could not be weaned from cardiopulmonary bypass and expired in the operating room. The surgeon believes that the tip of the endo aortic clamp flipped into the brachicephalic artery during positioning, and that the addition of volume to the balloon within this artery caused the dissection. The cardiac failure resulted from the embolization of biological glue from the graft repair to the left main coronary artery.